Event description:
It was reported that a spectrum pump did not recognize close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'door sensors not working properly. Device does not register that door is shut' was reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment hooks. The hooks require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.